Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported being hospitalized on (B)(6) 2025, at approximately 5:00 am. The main reason for hospitalization was that the patient was vomiting, which can be a serious symptom in diabetic patients. Upon admission, their blood glucose level was around 200 mg/dl. The patient had tested positive for ketones before hospitalization, with a result of +3, indicating a moderate to high level of ketones. This combination of vomiting and ketones suggested a potentially dangerous situation. To address these issues, the hospital provided treatment in the form of an intravenous (IV) insulin drip. This method of insulin administration was maintained throughout the patient's stay, which lasted for 24 hours. No further information was available.